Event description:
It was reported that twenty seven (27) bactigras 15x20cm cartons of 10 from a shipping box presented flooded cartons and individual dressings, with leaking packaging; the individual dressing packages were unsealed. As this was noticed in a non-therapeutic environment, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: based on the evaluation of this product line it has been identified that this event should be re-evaluated for MDR reporting. The product is not approved in the us. Therefore, under the regulations set forth under 21 cfr 803, it is concluded that this is not a reportable event to the FDA; it was determined that this case does not meet the threshold for reporting. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.